Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder, toxic reaction, breast implant illness symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5089852. It was reported that a (B)(6) caucasian female patient who underwent breast augmentation surgery with two unspecified gel implants experienced high levels of metal, unbalanced hormones, fatigue, joint pains, hair loss, achiness in breast region, autoimmune disease, brain fog, ringing in ears, redness on chest and neck, hypothyroid issues, hashimotos, toxicity, low libido, right sided breast pain, palpitations, dry eyes, dry hair, dry skin, low testosterone and progesterone in system, metallic body odor, puffy face, inability to lose weight post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This report is for the left sided device. See 1645337-2019-23691 for contralateral prosthesis report.